Event description:
The customer reported to olympus, a loaner device endoeye flex deflectable videoscope had no image. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was confirmed that the device had no image, and it was also noted, the light guise (lg) bundle was likely broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: on/off when the video connector is wet. Plugging/unplugging the video connector while the power is on. Scratches or dirt on the electrical contacts of the video system center or video connector. Static electricity applied to the electrical contacts of the video connector. Non-compliance with reprocessing conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state the following: "do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." " turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.